Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that there was normal wear on the connector, however, the connector fit into the test fixture without issue. The cable failed a continuity test due to lemo pin #6 and j8 wire pin #2 was open.. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the umbilical cable was not seating well to the system. There was no patient present when this issue was identified.